Event description:
As reported: "the tip broke off when grasping the bone."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed during the investigation. The device inspection revealed the following: the identification of the returned reduction clamp could be confirmed based on the catalog number and the lot number marked. One tip of the instrument broke in two parts, the detached fragment has not been returned. The surface of the breakage give evidence of a sudden brittle fracture, under excessive bending load. The device shows multiple signs of wear, which is expected for a 8 year-old device. Material integrity inspection shown the device to be according to specification. Based on investigation, the root cause was attributed to an user related issue. The breakage was most probably a consequence of excessive bending load applied. It must be noted that the device is more than 8 years old. Therefore, normal wear and tear likely also contributed to the breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "the tip broke off when grasping the bone."